Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a button error . The customer¿s blood glucose was 581 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons does not work after it has been exposed to moisture. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a high blood glucose of 581 mg/dl and no form of treatment was reported. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed self test and displacement test. Unit was received with intermittent act button response due to moisture damaged on keypad traces. No button error alarm noted during testing. Keypad connector was fully locked. Unit was received with minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window corners, stained end cap sticker and stained address/serial number label.